Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05851it was reported that patient experienced ineffective stimulation and pain at ipg site. Troubleshooting and multiple attempts at reprogramming was attempted to no avail. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken wherein the system was system was explanted.